Event description:
It was reported that pump experienced malfunction while customer was troubleshooting cartridge change issue, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset and confirmed malfunction did not recur. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.